Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician made a general statement that they have had channel disconnects. This was reported to bd associate during the site visit. No further information is available. There was no information on patient involvement.